Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.75x33mm xience xpedition stent delivery system (sds) attempted to advance to the mid left anterior descending (lad) coronary artery lesion. Multiple advancement attempts were made; however the device failed to cross the lesion due to anatomy. Force was applied during advancement attempts and the proximal shaft had separated outside the patients anatomy. The separated part was removed from the patients anatomy with resistance due to interaction with the vessel. Another sds was used in replacement. The procedure was finished successfully. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the stent delivery system (sds) interacted with the patient anatomy, such that it failed to cross. Force applied in the attempts to cross likely resulted in the shaft kinking / bending and thus separating, causing resistance during retraction. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.